Event description:
It was reported that during an unk procedure, the clips were not holding and grasping tissue. The clips appeared to be scissored. A second device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Date sent: 06/12/2008. The analysis results confirmed that the instrument was returned with signs of wear, but was otherwise in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.